Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemic episode with blood glucose values of 588 mg/dl. Another blood glucose value was over 500 mg/dl. The customer reported repeated insulin flow blocked alarms, resulting in rising blood glucose levels. Troubleshooting was performed and found that the infusion set had a bent cannula. The auto mode feature was inactive at the time of event. The high blood glucose was treated with insulin pen or manual injection and insulin pump. The customer was using the insulin pump in the 48 hours prior to the event. No other complications were reported. The customer will discontinue using the device and will return it for analysis.

Manufacturer narrative:
Retainer ring: black. Case type: ngp . Event date: 28-oct-2022. Customer complained of insulin flow blocked alarms device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The p-cap/reservoir does lock properly. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. Confirmed insulin pump alarmed insulin flow blocked alarms between october 25, 2022 6:50:32 pm and october 27, 2022 :21:06 pm in insulin pump downloaded history. Verified the insulin pump alarmed insulin pump error alarm (line number 5632 file number 2005) in the insulin pump history download on october 30, 2022 02:57:31.000 due to software error. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, cracked case battery tube, broken battery tube threads, and pillowing keypad overlay. Could not confirm customer complaint of insulin flow blocked alarms during testing. However errors and were noted in the insulin pump history download. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 540 mg/dl to 588 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer reported reoccurring insulin flow blocked. Customer stated that insulin did exist the tubing but the probe was bent. No further patient complications were reported. The device was returned for analysis.